Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, primeest and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08750 inches. No cosmetic damage noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they needed a replacement for their insulin pump. The customer was on their back-up plan. They had a high blood glucose level of 980 mg/dl. They were hospitalized on (B)(6) 2017 due to high blood glucose. Troubleshooting was not performed. The device will be returned for analysis.